Manufacturer narrative:
Additional information was received on april 14, 2023. In addition to the left sided rupture reported initially, the patient also experienced the presence of a left sided breast lump and right sided device migration post procedure. Per ultrasound, there was a 1 x 4 cm density abutting the lateral aspect of the left breast implant. En bloc excision of the left breast implant with complete capsulectomy, bilateral lateral capsulodesis and right-sided unilateral capsulotomy medially to correct implant malposition, bilateral l-shaped mastopexy-type skin reduction, and replacement with new 400cc high profile smooth mentor implants was performed with explant. The event date was clarified to be january 9, 2023. This report relates to the left prosthesis. See 1645337-2023-05239 for contralateral prosthesis report. Reason for device explant and/or reoperation: breast lump/rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture future explant date: on (B)(6) 2023 . Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old caucasian female who underwent primary breast augmentation with a 525cc mentor memorygel breast implant experienced left sided rupture post procedure. The rupture was diagnosed through magnetic resonance imaging. As a result, bilateral replacement is planned for on (B)(6) 2023.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on may 16, 2023. The investigation of the returned device was completed by the failure analysis lab on may 23, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, a crease was observed on the edges of the rupture. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.4 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The evaluation determined that the possible cause of the rupture in the remaining area of the tear is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).